Event description:
Customer reported that the insulin pump is alarming, squirting the insulin out during the manual prime and that the drive support cap is protruding. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with alarms during the basic occlusion test due to protruded/loose drive support disk. The insulin pump is missing the end cap sticker.